Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw.

Event description:
It was reported that during procedure the left ventricular (lv) setscrew was unable to lock. The implantable cardioverter defibrillator (ICD) was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.